Event description:
On (B)(6) 2009 a customer contacted haemonetics to report an inlet valve error and difficulty removing the stopcock from the orthpat machine. No injury or reaction noted.

Manufacturer narrative:
Upon evaluation of the device a blood spill was discovered. All contaminated and damaged components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).